Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one clearlink system continu-flo solution set leaked. The event was further described as "fluid drops" were observed "on floor below IV tubing". "Blue duocap was removed and it appeared as if the hub was wet. Hub dried and appeared that fluid was accumulating on cap again. Tubing was changed out as a precaution". The event occurred during a calcium chloride infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient¿s exact age is unknown; however, this was reported to be a pediatric patient. Upon follow up, the event was reported to have occurred in the pediatric intensive care unit. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage under water testing, was performed and the device operated according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.